Event description:
This was a spontaneous self report from a (B)(6) female pt from the united states. The pt's height was (B)(6). The pt had no known non drug allergies or medical history. The pt previously used visine original with no issues. The pt was treated with a visine for contacts (drops, ophthalmic, batch bgh2t00, expiry jul-2013) one or two drops in each eye once on (b)(6 2012 for an unspecified indication. This was the first time the pt used the product. Concomitant medications include vitamin b nos for vitamin supplement. After application, the pt's sclera became slightly pink and she experienced a mild burning sensation. Also, the product ran down her face (accidental exposure) and left red lines or streaks on her face. The pt's face then turned red. As treatment, the pt rinsed her eyes with tap water. Also, on an unspecified date, the pt noticed a decrease in her eyesight. The pt did not visit an emergency room; however, she had a scheduled appointment with her eye doctor on (B)(6) 2012. Treatment with visine for contacts was withdrawn. On an unspecified date, the pt had recovered from sclera discoloration, application site burning sensation and facial redness. The outcome was unspecified for decreased eyesight and accidental exposure. This report was serious (medically significant) and reportable (serious injury). This case is linked to drug/device case (B)(4).